Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins worked for the first 4 years and then "just quit". The caller did not have any further information. It was reviewed that the patient should try to charge the ins and follow-up with their hcp if they were unable to charge. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery would not recharge. Patient stated they checked battery and tried several times to recharge. It was reported the issue did not resolved. Patient reported their spine continues to deteriorate and pain increases.